Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain, mild instability and loosening of the patella component at the bone to cement interface. Unknown cement was used. Patella component was removed and not replaced. A significant amount of scar tissue and bony formation was also removed. An insert one size thicker was also placed addressing the laxity noted. Doi: (B)(6) 2018, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available x-rays were reviewed, and it can't be determine any device related problem. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.